Event description:
It was reported at device changeout there was possible 'leakage' from the bottom seam. The doctor suspects a crack in the seam. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary: battery depletion-normal; the device had no breaches at the seam weld and the foreign material found was a calcification formation from the body.

Event description:
Asku